Manufacturer narrative:
Expiration date: unk. This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a v3 implantable collamer lens. The lens was explanted 9 years after being implanted in the patients eye, due to nuclear sclerosis. Phacoemulsification surgery was performed and an iol (intraocular lens) was implanted.

Manufacturer narrative:
Corrected data: (B)(4).